Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. (B)(6).

Event description:
It was reported inappropriate high voltage therapy was observed. Diagnosis show atp was delivered but did not convert the rhythm. Tech services discussed changing the morphology template. The change to reprogram the delta to more appropriate value was made. The device remains implanted.